Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - ultrasound probe breakage - ultrasound cable disconnection - failure of the pc board. The event can be detected/prevented by following the instructions for use: -inspection of the endoscopic system -warnings and cautions or precautions -storage of the ultrasonic cable. During inspection and testing, service found the ultrasound connector had corrosion. The um image broken images. In addition, the rubber adhesive was cracked. The control body was missing the scope cover logo. The scope connector cover was loose. The objective lens, light guide lens, switch 1, and light guide, had breakages. The pink rubber on the probe unit was chipped and cut. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no ultrasound image displayed on the monitor. The issue was found during an unspecified procedure. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation.